Event description:
It was reported that the patient felt light headedness. The right atrial (ra) lead was fractured and exhibited high impedances, noise and rising thresholds which resulted in several mode switches. Reprogramming was initially performed. Subsequently, the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addrs1 implantable pulse generator (ipg) (B)(6) 2007 407452 implantable pacing lead (B)(6) 2007. (B)(4).